Event description:
It was reported that the controller exhibited a loss of power associated with a ventricular assist device (vad) stop. It was also reported that the vad exhibited several suction alarms and a low flow alarm occurred. The vad and the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion additional products: brand name: heartware ventricular assist system ¿controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2021 / serial or lot#: (B)(4) UDI#: (B)(4), device available for evaluation: no, mfg date: 04-aug-2020 labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and controller were not returned for evaluation. Log file analysis revealed seventeen suction alarms logged since (B)(6) 2022 and one low flow alarm logged on (B)(6) 2022. Additionally, review of the event log file revealed a controller power up with an associated pump start event logged on (B)(6) 2022 at 11:30:06. The data point prior to the loss of power revealed that (B)(6) was connected to power port one with 96% relative state of charge (rsoc) and that (B)(6) was connected to power port two with 38% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port and (B)(6) was connected to power port two. No anomalies were observed leading up to the loss of power. The controller was without power for thirteen seconds. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported suction and low flow events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/ou tflow graft, constriction at the outflow graft, inappropriate pump rotational speed, and/or poor vad filling. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. Additional products: d4: (B)(6) h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.